Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used in to deliver 0.9% sodium chloride at a rate of 100ml/hr. The cair clamp was used to regulate the flow rate. After an unspecified length of time in use, it was reported that "the rate is very difficult to regulate with the roller clamp. The rate changes on its own." The customer contact reported the flow rate was readjusted using the cair clamp and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact reported the devices were discarded.